Event description:
It was reported that after the procedure the pt experienced a stroke and subsequently died. A CT scan and MRI indicated a large bleed. No additional info was available.

Event description:
Additional information - the carotid procedure went uneventful; however, during post procedure assessment the pt was able to respond to simple commands at first then began experiencing difficulty following the commands and became comatose. The pt died 1-day post procedure of a stroke. No additional information was available.

Event description:
It was reported that after the procedure the pt experienced a stroke and subsequently died. A CT scan and MRI indicated a large bleed. No additional info was available.